Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the DHR review 357.371 lot 6599561 released 04/18/11 & 06/20/11. (B)(4) manufactured the buttress compression nut, p/n 357.371 and lot number 6599561, for po 1243711. For both receipts of this lot, the suppliers c of c states that all marts were manufactured to revision b and met the required specifications. (B)(4) pieces were returned to the supplier and the ncr was closed 04/18/11. The remaining (B)(4) pieces were released to the warehouse 04/18/11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 456.303 lot number 7847995 helical blade is not a result of any design related deficiency. No product issue was noted upon examination of the returned 456.303 lot number 7847995 helical blade. It is likely that the locking mechanism was accidentally activated prior to insertion leading to this complaint condition. The returned 456.303 helical blade was received in poor condition consistent with attempted insertion and heavy malleting. The device was manufactured in 11/2014 and is less than a year old, no product issue was identified in the complaint description or noted upon examination. Therefore, a review of the assessment is not applicable for this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while doing a trochanteric fixation nail (tfn) surgery, the helical blade was not able to pass through the nail; it was getting caught on the nail. The surgery was successfully completed using a new helical blade, nail and new set of instruments. There was surgical delay of more than one hour reported. This is report 6 of 8 for (B)(4).